Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent and the patient was unsure the cannula was properly inserted. As treatment, the patient administered manual shots of insulin.

Manufacturer narrative:
The returned device was evaluated and inspection of the soft cannula found no bends or kinks. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the cause of the reported event could not be determined.